Event description:
It was reported that the patient experienced fluid loss with the artificial urinary sphincter (aus) due to leaking 8-10 per day. The entire aus was removed and replaced with a new one. No further complications in relation to this event. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis.